Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 80% stenosed, de novo lesion in the mid left circumflex (cx) artery. During the procedure, pre-dilatation was completed with a 2.5x12mm traveler nc balloon dilatation catheter (bdc) and a 3x33mm xience prime drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3x12mm nc bdc, after which a distal edge dissection was noted. A 3x15mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.